Event description:
It was reported that this insertable cardiac monitor (icm) device was explanted because of an infection. Boston scientific technical services (ts) received a call from a boston scientific representative reporting the patient previously had an infection and was going to be implanted with a new icm device. The boston scientific representative asked ts if the same patient mobile monitor (pmm) phone could be used with the new icm device, ts provided it could. The icm device was explanted because of an infection, six months later another icm device was subsequently implanted. Additional information from the boston scientific representative provided the infection was treated with an antibiotic before the device was explanted. The boston scientific representative provided the icm device remains in possession of the explanting hospital and is not expected to be returned. There were no additional reported adverse patient effects.